Event description:
Male with unstable angina was transferred one hospital to another facility for cardiac cath. Stents placed x2 to lad. During procedure, proximal lad dissection all the way to lt main occurred. Confirmed by ivus. Pt taken emergently to surgery. Underwent acb x 3. Per invasive cardiologist's progress note in the next day; "s/p emergent CABG after lad/lm dissection either from guide catheter or possibly balloon dissection during pci".